Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The cause of the reported right bundle branch block remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, following the pulmonary vein isolation and while completing a mitral line ablation, the coronary sinus was attempted to be ablated in order to achieve an epicardial connection. Following the first ablation in the coronary sinus, the patient experienced hypotension and was also noted to have developed a right bundle branch block. A trans-esophageal echocardiogram was conducted and no tamponade or perforation were noted. The patient's health declined and cardiopulmonary resuscitation was administered. A percutaneous coronary intervention was performed and a stenosis was identified at the proximal left anterior descending artery. It was noted that the patient went into the right bundle branch block before the ablation was conducted in the coronary sinus. Moreover, the ablation catheter had slightly entered into the right ventricle when trying to get into the coronary sinus, which was suspected to cause the right bundle branch block that resulted in the patient being hypotensive. The right bundle branch block was thought to have come from underlying disease and stenosis. The stenosis was believed to be a pre-existing condition that was not due to ablation. Each time the patient went into right bundle branch block the blood pressure significantly decreased. The patient had the stenosis in the proximal left anterior descending artery stented and the patient's condition stabilized and the electrocardiogram returned to baseline with the pressures being recovered. No abbott devices were alleged to have caused the adverse event.